Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had image problem, the image shows missing part. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was of ¿image problem, the image shows missing part¿ was confirmed. The device evaluation found the ultrasonic image was disappearing at angulation. Ultrasonic noise at complete video off, ultrasonic noise at complete video on. The ultrasonic echo signal was missing. Additionally, the adhesive on the bending section cover had a gap. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported event could not be identified. Olympus will continue to monitor the field performance of this device.